Event description:
It was reported that patient underwent knee arthroplasty in 2009 utilizing a tibial plate with locking bar. During the surgery, the locking bar became stuck in the polyethylene component and the entire component had to be removed. An unmatched size was used to complete the procedure. A delay of greater than thirty minutes was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Component is available for evaluation, however, it has not been received by manufacturer to date.

Event description:
It was reported that patient underwent knee arthroplasty in 2009, utilizing a tibial plate with locking bar. During the surgery, the locking bar became stuck in the polyethylene component and the entire component had to be removed. An unmatched size was used to complete the procedure. A delay of greater than thirty minutes was reported.

Manufacturer narrative:
This report filed august 4, 2009.